Manufacturer narrative:
The customer provided the device logs for review. Log analysis identified one occurrence of the reported alarm. The device was last calibrated on 8/27/25. Technical support advised the customer to verify that the o2 sensor and sinter filter were properly tightened, and after confirming this, to perform the inspiration valve block test and to resend the log files for further evaluation. A trained biomed performed the recommended checks and returned the device logs that confirmed the inspiration valve block test passed with no issues. The device is the currently operating as expected.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
It was reported that the device displayed technical failure 389 - no o2 dosing possible. There was no patient involvement related to the reported malfunction.